Event description:
The facility reported an intermate in which the distal luer cracked before use. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. This is report 4 of 6 with the same reported problem from this facility.

Manufacturer narrative:
(B)(4). The root cause is due to a manufacturing defect.per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. Visual examination confirmed the reported condition of a cracked luer post. A functional leak test was also performed by filling the sample with green water then monitored for 24 hours. After 24 hours of monitoring period, no signs of leak were observed on the sample, particularly at the surface crack area. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.